Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional (hcp) injected a patient with 2 ml of juvéderm® ultra 4 and juvéderm® ultra 3 in the mid face area. Seven days later, patient experienced a spontaneous decrease in lower periorbital area. After 30 days, on a sinusitis, deemed not related to the device, background a left eyelid swelling appeared. The patient has been taking antibiotics and swelling decreased. "Symptoms on-going in the form of swelling and pain in the left eye area." A neurologist consulted the patient, the diagnosis is "post-traumatic neuropathy of a an undereye nerve (v2) on the left in a form of sensitivity and a vegetative-trophic disorders. The treating physician informed the product was not possible to dissolve with hyaluronidase. This is the same event and the same patient reported under MDR ID # 3005113652-2021-00196 (allergan pr 2366191). This MDR is being submitted for juvéderm® ultra 4.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of sinusitis (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) injected a patient with 2 ml of juvéderm® ultra 4 and juvéderm® ultra 3 in the mid face area. Seven days later, patient experienced a spontaneous decrease in lower periorbital area. After 30 days, on a sinusitis, deemed not related to the device, background a left eyelid swelling appeared. The patient has been taking antibiotics and swelling decreased. "Symptoms on-going in the form of swelling and pain in the left eye area." A neurologist consulted the patient, the diagnosis is "post-traumatic neuropathy of a an undereye nerve (v2) on the left in a form of sensitivity and a vegetative-trophic disorders. The treating physician informed the product was not possible to dissolve with hyaluronidase. This is the same event and the same patient reported under MDR ID # 3005113652-2021-00196 (allergan pr (B)(4)). This MDR is being submitted for juvéderm® ultra 4.